Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak due to a loose connection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the leak due to loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice claria device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during a dwell phase of peritoneal dialysis (pd) therapy. During troubleshooting, it was reported that there was leakage because a supply line of the homechoice cassette ¿got loose¿ from one of the supply bags that led to this alarm. Renal therapy services (rts) assisted the hp to remove the cassette and end the therapy session. Rts reviewed proper procedures per the user manual with the hp. There was no report of patient injury or medical intervention associated with this event. No additional information is available.